Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed multiple burnt components on the biphasic pcb assembly.  Physio then replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and confirmed that it had caused the reported issue.  Physio observed that the pcb was damaged due to electrical over-stress, however, due to the extent of the damage further component level cause could not be determined.

Event description:
The customer, a biomedical engineer, advised that their device had failed a user test.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not charge, in order to shock, when prompted.